Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that the patient received shocks at home. External defib was performed by paramedics after confirming arrhythmia. At the hospital, device interrogation revealed back-up vvi mode. The patient was then placed under dnr orders and hv and pacing therapies were programmed off. The patient expired 3 hours after the device was deactivated.

Manufacturer narrative:
Late due to re-evaluation of event visual inspection noted insulation abrasion at 15.1cm to 15.3cm from the connector pin consistent with friction to the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the partial lead found insulation abrasion. Reliability laboratory technician. Ude medical crmd reliability laboratory. No complaint received with return of device. Failure (event) observed during analysis.